Event description:
In 2008, a customer contacted baxter technical service center regarding a system error 2240 (air in line) alarm during drain 4 of 5 while using the home choice system. The home pt somehow got disconnected and had solution all over his bed. The service rep assisted to clear the error and advised the home pt to call the nurse. On thirteen days later, the nurse was contacted and stated that the home pt became disconnected, dropped the pt line and continued with therapy. The nurse also mentioned that the pt was diagnosed with peritonitis on eleven days after the original date, and declined to provide further info.

Manufacturer narrative:
Neither the actual sample nor companion samples are available for eval.